Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
No root cause could be determined. Calibration and quality control were within range at the time of the event. A general instrument or assay problem can be excluded. A general preanalytical problem is not likely. An incorrect diagnosis was caused (incorrectly reported as not pregnant), but the patient was not harmed by any taken action and the patient's condition is stable.

Event description:
The customer stated they received a questionably low intact human chorionic gonadotropin + the ss-subunit (hcg+b) result for one patient. The customer repeated the test on the primary tube and a frozen specimen. The patient's initial result was 5.66 miu/ml. This result was reported outside the laboratory. The sample was retested on (B)(6) 2011 and generated a result of 10,000miu/ml, accompanied by a data flag. The sample was then diluted 1:100 and generated a result of 91,542 miu/ml, accompanied by a data flag. A previously frozen sample from the same patient was also tested on (B)(6) 2011. The result from this sample was 10,000 miu/ml, accompanied by a data flag. The previously frozen sample was then diluted 1:100 and the result was 87,812 miu/ml, accompanied by a data flag. There was no adverse affect to the patient as a result of this event. The lot number of the hcg+b reagent was 160150.